Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery. (B)(4) - lens, vaulting, low, explanted. Device was not evaluated by manufacturer. Device has not been returned. (B)(4).

Manufacturer narrative:
(B)(4). A work order search revealed there was one similar complaint found. (B)(4)

Event description:
The reporter stated the surgeon implanted a 12.6mm vicm 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a longer lens. The patient's post-op bcva was 20/15.